Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker had eroded outside of the skin. A portion of the pacemaker was visible outside of the pocket. No part of the leads were exposed. The entire system was removed. It was determined that the patient no longer needed a pacemaker and therefore was not reimplanted. No patient consequences reported.